Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). When asked for clarification on the statement that the "ins hadn't worked since they put it in," they stated the cic was decreased from 12x to 9x and they were changing the settings every day. The cause was not known, but was most likely due to the patients perception as they thought with the device off their symptoms got worse. The steps taken to resolve the issue included adjusting the programs and medications. It had not been resolved. The patient had experienced retention prior to the device and catheterization had been their standard of care. The cause of the ins being in the wrong place was not determined. The steps taken to resolve this issue included providing the patient with new forms of treatments, but it had not yet been resolved. The cause and resolution for the stimulation feeling like an odd tingle down the leg was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back and reported additional information about their own device history. The patient stated they'd like to have their implant taken out as well if the doctor will take it out and insurance will ok it because it was not doing what it was supposed to do, that it hadn't done anything at all, but then stated they'd actually had one problem: it messed up their bowel. Patient reported they were going more frequently than they did then "it goes directly the other way, then it goes back the other way" so they turned the ins off several months ago. The patient reported their medical history: how their former urologist sent the patient to their urologist who ended up implanting the device/therapy and they tried so many things and they didn't work for them so they ended up trying the implant but it didn't work either. The patient stated they thought initially they were seeing good results with the trial but then the doctor said to the patient "that's because you were hopeful," and that it was more of a placebo than anything, "where you think things are working but they really weren't." The patient also mentioned that they had back troubles for a long time and that "that's one of the issues they skipped over too" and that "neurological can cause this problem" and the patient has had back issues forever and they initially wanted it out in the first place because they couldn't do mris so instead the patient had to do myleograms and that they were "not pleasant" for the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said when they increased stim, they could never increase it above 3.5-4ma because it would be really uncomfortable (on every program) so they would decrease stim and wouldn't get therapy relief. Patient said when they felt stim, it was an odd tingle and down the leg a little bit. Patient said if they were in the car, they couldn't increase stim over 2.5ma because it was so much of a jolt like a cramp in the foot and their foot would slam straight to the ground so they had to decrease stim. Patient said they noticed this the very first day they put the ins in. Patient said they think over time their body got conditioned to the stim sensation and they didn't think it was doing anything. The patient inquired about additional therapy guidelines. Patient said their ins hasn't worked since they put it in and they are going to the bathroom as much as they ever were. Patient said they've had bladder issues for 19 years. Patient said the whole process of trying to get help for their bladder symptoms has wreaked havoc on them and they've had their ins turned off for 6 months now at least. Patient said "I'm talking minutes, half hour to an hour" that they are going to the bathroom and said the night time is terrible, they're up and down all night. Patient said the ins is supposed to help with relaxing the bladder and nothing is going on except the urge to go. Patient said they're fed up. Patient mentioned they also noticed that they are going all the time "on the other side of things" (the bowel). Patient said the whole thing is embarrassing. Patient said if they are brought into the hospital for something, they tell the staff they can't be "tied down" for too long because they'll need to use the bathroom and if they don't allow them to go to the bathroom and they aren't able to go for a while, then they can't go. Patient said they're in misery. Patient said they can't even sit the whole time at the dentist or dermatologist and they almost hate to go anywhere because they could have an accident or have to go several times. Patient said they have to do their own driving in case they have an accident. Patient said they're tired of using a cath. Patient stated that the therapy doesn't work at all, like the pelvic floor muscles are not doing anything and it's like they have to push like they're having a bowel movement to try and urinate but they don't because nothing's happening. Patient said they've spoken with a medtronic rep on the phone and in person at the hcp office they said pretty sure since implant about their therapy issues. Patient said the rep helped make adjustments and helped with custom programming. Patient said they've tried all 7 programs with the addition of custom programming and nothing has worked for them. When asked event date, patient said pretty much since their implant (2-3 years ago). Patient said their current hcp took an x-ray shortly after the ins was implanted in 2020 and told patient the ins was in the wrong place. Patient said they never got any further answers. Patient said they've gone in for a myelogram because they can't have MRI with their current ins. Agent redirected patient to their hcp to check internal components/placement, address placement issue and discuss next steps. Patient also stated they have an appt scheduled with their hcp in (B)(6) 2023.